Manufacturer narrative:
B3: unknown; no information has been provided to date. The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Downstream occlusion test was performed at which found an upstream occlusion error. The customer's problem was duplicated. The primary cause was fluid ingression found inside the pump. The main board, lcd display, dso and uso sensors, bezel, seal and labels were replaced in order to fix the issue.

Event description:
It was reported that the device had the error "upstream occlusion". There was unknown patient involvement and unknown harm/adverse event was reported.